Event description:
It was reported that the device was jammed. A 6f guidezilla ii and 3.00 x 20 mm emerge were introduced for treatment. During the procedure, the balloon became stuck below the guide extension catheter with no possibility of progression or retreat. The guide catheter, balloon and guide extension catheter were removed and replaced with additional devices to allow for implantation of a stent. The procedure was completed.